Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for normal follow-up. Noise was observed on a custom can to rv coil channel. Possible environmental noise or subclavian crush was suggested. Programming changes were made. Further actions will be discussed with the physician.